Event description:
During the esophagogastroduodenoscopy procedure, the device would not close or come out of the scope. The scope was removed from the patient. A second device was used to complete the procedure and the patient was "fine".

Manufacturer narrative:
A device history record review found no deviations related to the reported event. The device was not returned by the customer. Therefore, no product analysis could be performed. Based on the information available, the cause of the reported event could not be determined. It was determined that the most probable root cause for the event was design.